Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date-2006/07/07 ae onset date: 2005/06/09; ae description: patient has some tingling in hands at times but no sensory deficit. On 6-9-05 investigator feels pt has a delayed non-union but clinically is doing moderately well. Treatment: no; description: radiographs show a fibrous union with very little motion on flexion/extension films. Overall, the patient states doing quite well except for some intermittent night pain.

Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-713 / lot: unknown (x4) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.